Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had a drawer failure. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did locate 3 similar complaints with the same failure mode for this serial number. Case: (B)(4) - es - m-MRI - drawer failure. Case: (B)(4) - failed drawer. Case: (B)(4) - medes - drawer 2.1 and 2.2 keeps failing after rebooting and recovering. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer changed both retractor bands due to marks on the band as well as the 2.1 controller board and pcba for drawers. The system functioned as intended after the field service engineer troubleshot the device.